Event description:
Reportedly, a ulys dr was interrogated on (B)(6) 2022 to fill the patient information before being implanted, but the patient only needed a single chamber ICD, so the patient data was deleted from the first ICD and it was stored for later use. On (B)(6) 2022, the same ulys dr was implanted on a new patient. However, after finishing the session, no result was found in the programmer database when searching by patient name. The correct patient was then found by searching by date, but the patient's name was still the one filled on (B)(6) 2022, even though the remaining data was correctly filled out.

Manufacturer narrative:
A 2 years retrospective analysis of the microport crm's complaints has been performed to review the reportability decision to FDA. The current event met the reportability criteria. Therefore, a MDR is sent by taking into account the validation date of this retrospective analysis as the last information received (28 june 2024). - analysis of the provided expertise files confirmed the reported event and revealed that it resulted from an inadequate management of the patient data by the smarttouch tablet manager software, which caused the programmer not to update the patient database after the patient's name had been modified. - it should be noted that such behavior remains without any patient safety issue, since only patient data was affected.